Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) /2024. The patient stated that her dexcom reading was 108 mg/dl. She reportedly felt shaky and knew that her blood sugar was low. Then the finger stick was 41 mg/dl. The patient had reportedly already calibrated the device. The patient called an ambulance and when emergency medical services (ems) arrived, the fingerstick was 38 mg/dl. The cgm value at that time was not specified. The patient passed out and was transported to the emergency department (ed). There, she was given orange juice and 15 mg glucose tablets, and dextrose. By that time, the dexcom reading was 203 mg/dl and the finger stick was 136 mg/dl. The patient reportedly felt normal after treatment was given. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.